Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was locked, and the screen was frozen. A field service engineer checked out the drive c and d and confirmed that were not bloated. Then fse tested the station and re-synchronized the database, 20 minutes after the synchronization, the customer stated that the station still had issues. The fse removed all in one (aio) and replaced it with another all in one (aio) from a known station and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station was locking up and the touch screen was freezing. The customer reported that the device had been failing regularly which caused the users to go to other stations and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.